Manufacturer narrative:
B3 event date was unknown, so the first day of the month ICU became aware was used. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during setup, the pump displayed an ¿acu watchdog failure¿ alarm. This is a high-priority alarm that prevents device operation and interrupts therapy. There was no known patient involvement, and no harm was reported.